Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to replace the broken rod.